Event description:
Reported false positive flu a result. Confirmed with pcr. Unknown if symptomatic or asymptomatic.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.